Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Remains implanted.

Event description:
It was reported that the clinical patient underwent left partial knee arthroplasty on an unknown date. Subsequently, patient underwent an arthroscopy and acl reconstruction due to acl deficiency of the left knee on (B)(6) 2011. No further information has been provided.